Event description:
It was reported the customer had several motor error alarms on their insulin pump. Customer was unavailable to troubleshoot at the time of the call. Customer's blood glucose was unknown. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.